Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that for the last probably 3 to 4 months, it took the patient 10 to 12 minutes to get a bolus and they were stuck at 90% when they tried to connect to the pump. An agent reviewed information and walked the patient through clearing the data. The agent had the patient connect to the myptm (personal therapy manager) app and the patient saw not found and no device found messages. The agent reviewed communicator placement to the pump. The patient mentioned they were connected and locked out for 5 minutes with 2 boluses left. After 5 minutes, the patient was able to bolus. The patient would monitor the issue and call back if issue persisted.